Event description:
It was reported that extended charge time was observed through regular scheduled patient transmission. The date of the event was before the device was implanted. Capacitor maintenance procedure was recommended to correct the issue. It will be done at the new follow up.